Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had lost their programmer and recharger on a bus, so they hadn't recharged the ins since then. The date they lost the devices was not known and when the patient had last recharged was not reported. The patient met with the rep on (B)(6) 2019 during a history and physical appointment. They were unable to interrogate the patient's ins at that time but over discharge was not alleged by the rep. It was noted the patient was having issues prior to (B)(6) 2019. It was noted the patient did not want to go through the process of replacing the recharger and programmer and they wanted to upgrade to a new model because the new model would reduce the burdens associated with recharging. The rep reported the surgery was not scheduled yet on (B)(6) 2019. The surgery occurred on (B)(6) 2019. The physician had difficulty removing the lead from the bottom port of the ins. They at tempted to keep unscrewing the screw but the lead still wouldn't pull out, but eventually they were able to remove the lead. The rep was unable to identify any visible damage to the tail of the lead. They physician then had difficulty inserting the lead into the replacement ins, even when they tried using the ins to try and push it in. When they couldn't get the lead to go in any further, they torqued down the set screw. Connectivity was checked, and electrodes 8, 9 and 10 were green but the rest were red. Full electrode impedances were checked and contacts 0-7 were fine except for contact 6, which was around 27k-28k ohms. The rep had speculated that the impedance may go down at a later time however, it was reviewed that the impedances may or may not decrease over time. Contacts 8, 9, 10, 14 and 15 had a "do not use" indicator but contacts 11, 12 and 13 were fine with impedances around 1100-1700 ohms. Contacts 8, 9, 10 had impedances (>40,000 ohms) and contact 6 was around 27k-28k ohms. The rep inquired about which electrodes would be viable. It was reviewed that contact 11, 12 and 13 could be used for programming, and those are the contacts likely aligning in the header block. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep, who confirmed the information with the hcp. It was reported that the ins that was explanted on (B)(6) 2019 could not be interrogated on the date of the replacement surgery, so impedances could not be checked on the old ins. It was confirmed that the hcp discarded the ins that was explanted on (B)(6) 2019. The rep also confirmed that when they spoke with technical services on (B)(6) 2019, the only "issues" they spoke of that occurred prior to (B)(6) 2019 was that the patient had lost their programmer and charger. The patient's device will be programmed at their post-op visit, so the rep was unable to determine if the patient was receiving effective therapy yet. No further complications were reported or anticipated.